Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient is deceased and the physician alleged the pacemaker "did not work". The manufacturer's representative was contacted to review device telemetry. The patient was transferred to another facility for autopsy and the cause of death was reported as heart failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.